Event description:
As reported (B)(4) 2012, a patient of unknown gender and age presented for a PICC placement procedure. It was reported that during the procedure, as the treating physician was advancing the catheter over the guidewire, both the catheter and the guidewire became temporarily stuck to the patient's vessel wall. As the physician attempted to remove the catheter and wire, the wire became unraveled outside of the patient. The physician was able to successfully remove the catheter and wire from the patient without further medical intervention. The procedure was successfully completed with no harm or injury to the patient. The reported failed device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. Additional information provided reports the patient is doing well. The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).